Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 4.3 mmol/l (aviva) and 1.0 mmol/l (paramedic's meter). The paramedics were called due to the patient being passed out. The device results and timeframes prior to the result comparison were unknown. The patient was taken to the hospital and treated with a 0.9% glucose saline drip. The patient was hospitalized for 24 hours. The test strip lot number was not provided. The remaining test strips were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.